Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer rolled over in their sleep onto their toys, causing the pump touch screen to become shattered ; subsequently, the screen had white streaks that made the screen unreadable. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.